Event description:
On (B)(6) 2013 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultraeasy meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date, the patient obtained the blood glucose reading of 220 mg/dl on the reported meter, and a reading of 130 mg/dl on another manufacturer¿s meter within 30 minutes of each other. The patient used the reported meter reading of 220 mg/dl to take a bolus dose of insulin via the pump, which she reported was 4.0 units more than her normal dose. Two hours afterwards, the patient experienced the symptoms of heart palpitations, shaking and sweating and she felt hypoglycemia. The patient did not report any self-treatment for her symptoms, and did not seek any medical attention. Later that evening, the patient tested her blood glucose level to be 112 mg/dl using the other meter. The meter was replaced. The patient returned the meter and test strips to lifescan for evaluation, and both the meter and test strips passed testing with no problem found. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on an elevated meter reading. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient¿s product(s) have been returned and evaluated by lifescan product analysis on (B)(6) 2013 with the following findings: the meter involved in this case has passed all testing with no faults found; the complaint could not be reproduced. The patient¿s test strips were evaluated and the complaint was not confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.